Event description:
Patient undergoing planned ablation procedure. During sl2 sheath advancement into right atrium, the distal 10cm end of the sheath was fractured. A total of three packages of this product had been opened for this case: the first one broke at the hub, the second had approximately 10 cm of the tip that broke off in the patient (as noted previously) and the third was noted to have cracking and was not used. The broken catheter tip and sheath in the patient required a surgical cut-down by vascular surgery to remove all the pieces. FDA safety report ID# (B)(4).